Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not rewinding properly. The customer¿s high blood glucose was 348 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the they did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. The customer stated that they performed the high pressure test and displacement test and they were able to passed the test. The insulin pump will be returned for analysis.